Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. It was observed that the impedance on the atrial pacing lead was beyond the expected lower range and that the atrial pacing capture threshold was elevated. Analysis also indicated atrial oversensing due to ffrw (far-field r-waves). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial lead and right ventricular (rv) lead had high thresholds, low impedance and insulation damage. Insulation and conductor damage was visualized in vivo and on xray. It was further reported there was noise with nonphysiologic episodes and subclavian crush was suspected. The leads were reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.